Event description:
The plate was implanted on the right distal radius on 7/16/98. The tendons were noted as ruptured on 12/11/98 with a non-union and plate was removed on 12/19/98. An autogenous iliac crest bone graft was used after plate removal.